Event description:
It was reported that a control a-flo extension set had a leak at the "regulator end". This was observed during patient infusion with polivy (polatuzumab vedotin). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hosptial. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed, where the extension was connected to a set which was inserted into a saline bag, and the flow of liquid was observed. Flow of liquid was identified from the saline bag through the extension; however, a leak from the regulator (control-a-flo) was observed. An underwater leak test was performed, and a leak was detected at the interface between the white and blue sections of the regulator. The reported condition was verified. The cause of the issue was due to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.